Event description:
This valve was explanted due to pv leak with resultant insufficiency as demonstrated on echo and tee. It was replaced with a 21 mm carbomedics top hat valve. Pathological gross examination revealed 80 percent of the cuff was exposed and non-healed and approximately 20 percent was covered in thin pannus; however, no thick pannus was observed. Dr. Was present during the explant, noted the valve was "easily" removed after "a few sutures were cut". There was no tissue covering most of the cuff on the aortic side; however, there was a "complete ring of tissue on the underside". He also indicated a "minimal" amount of thrombus was present and the valve had been implanted with 19 simple sutures.